Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a failed battery alarm test. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery alarm or failed battery test alarm noted. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.